Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device provided insufficient drive to the disposables. The procedure was completed and there were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device provided insufficient drive to the disposables. The procedure was completed by extending one of the trocar incisions and taking out the remaining tissue. The hospital biomed evaluated the motor drive unit and found no issues. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-01756, 2210968-2012-01757, 2210968-2012-01758, and medwatch 2210968-2012-01759. The same patient is represented in each medwatch.